Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a 26mm sapien 3 valve the initial pre-crimp with 26mm sapien 3 valve was performed and the valve was placed into the qualcrimp. The first crimp was performed, and when the qualcrimp was removed from the valve, a small white "thread" was noted hanging off of the outer skirt of the valve. The ¿thread¿ seemed to have been attached to the outer skirt that was noticed during the crimp removal. This threadlike material was not seen during the rinsing process. A second valve was used to complete the procedure. After the case, a closer look at the valve was done but was not able to find the thread as easily. During closer inspection, something was floating in the cup that the valve came in.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
The valve was returned for evaluation. The valve was received unused, crimped, in solution, and within its original jar. During pre-decontamination evaluation, the returned valve and jar were examined for particulate and damaged skirt, however, the reported white thread was unable to be located¿both on valve and within jar. An observation was made that two struts were exposed through the skirt seam under crimped condition. Following pre-decontamination evaluations, the valve was further observed in post-decontamination. While the valve was still crimped in solution, a fibrous white particulate was noticed coming from a pocket of the pvl skirt. Valve was removed from solution and no damage to the skirt or cloth components of the valve was evident while in crimped condition. Out of solution, the particulate was no longer visible. The valve was fully expanded using a sample balloon delivery system for further investigation. Full valve was analyzed; no valve or cloth component damage, nor particulate were observed. Pockets of the pvl skirt, where the particulate was previously observed, were carefully evaluated through a microscope, and no particulate could be located. The pvl skirt was torn down, nothing was visible initially, however when the valve was put into solution, a particulate with similar characteristics to that identified pre-expansion was floating in the jar. The loose particulate was white and thread-like, similar to what was reported. Additionally, a strut was confirmed penetrated through the skirt joints between the main skirt and pvl skirt. There was no damage to the skirt, cloth components. More exposed struts were observed post expansion, likely due to the force used to place the crimped valve onto delivery system for valve expansion. Horizontal in-and-out stitches to join pvl to main skirt were sewn correctly, two rounds of in-and-out stitches with four (4) stitches per round between two apices. The number of vertical locking stitches were also sewn correctly, two (2) stitches between two apices and one (1) stitch on each apex. Based on above visual observations, engineering was able to confirm the complaints of ¿valve ¿ particulate, contamination¿ and ¿skirt, cloth ¿ exposed struts¿, but did not confirm the complaint of ¿skirt, cloth ¿ damaged.¿ a device history review (DHR) was reviewed and did not reveal any manufacturing issues related to particulate contamination. No instructions for use (IFU) or training deficiencies were identified. A lot history review did not reveal any other complaints related to ¿valve ¿particulate, contamination¿, ¿skirt, cloth ¿ damaged¿, or ¿skirt, cloth ¿ exposed struts¿ in the qms complaint system. A review of complaint history reveals that the occurrence rate did not exceed the november 2017 control limits for trend category ¿particulate, contamination¿, ¿out of box damage¿ or ¿exposed struts.¿ valve ¿ particulate, contamination the complaint for ¿valve ¿ particulate, contamination¿ was confirmed as particulate was observed during product evaluation. Due to loss of particulate sample, manufacturing nonconformance could not be confirmed as the material could not be identified and compared with existing edwards manufacturing materials. A review of manufacturing processes noted that all valves were inspected with 8x magnification and checked for particulate and inspected again with the unaided eye prior to final packaging of the valve. As reported, no defect was noted on the valve after thv rinsing and the white thread was detected after first crimp and during the removal of the valve from the qualcrimp. Therefore, it is possible that the fiber is originated from the field. The source of the fiber was unable to be determined and there is insufficient information to determine the root cause at this time. Skirt, cloth¿damaged the complaint for ¿skirt, cloth¿damaged¿ was not confirmed. No damage was observed to the skirt or any of the cloth components of the valve. Skirt, cloth ¿ exposed struts for ¿skirt, cloth¿exposed struts¿, complaint was confirmed. As noted in the visual inspection, the struts protruded through the seam between the main skirt and pvl skirt and there was no damage observed to the skirt, cloth components. With these observations, it can be speculated that the root cause outlined in a technical summary is related. An in depth evaluation regarding how the metal frame strut could protrude through the seam between the main skirt and pvl skirt during crimping has been documented in the technical summary. In this technical summary, devices returned for these complaints for over 4.5 years were evaluated and none of them showed any evidence of product non-conformance or device malfunction. Additionally, per the technical summary, ¿apex protrusion occurs after crimping and was present during design verification¿, which included awt durability testing and chronic animal in vivo evaluation. The dv test results (which are representative of current clinical articles) demonstrated that apex protrusion has no impact on valve performance, as all test articles met all requirements. As such, apex protrusion through the skirt joints is not considered a failure mode. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product non-conformance was unable to be confirmed. Given this condition, and that the applicable trending categories did not exceed the control limit for november 2017, a product risk assessment (pra) escalation is not required. The complaints for ¿valve¿particulate, contamination¿ and ¿skirt, cloth¿exposed strut¿ were confirmed. The complaint for ¿skirt, cloth¿damaged¿ was not confirmed as no damage was found on returned device. Particulate sample was lost during the evaluation and identification of material could not be determined. No manufacturing non-conformities were confirmed in the returned sample, and there is insufficient information to determine root cause of the particulate. Technical summary, points to crimping as a root cause of exposed strut. The exposed struts has no impact to the valve performance. No labeling or IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for these three trend categories for november 2017. Therefore, no corrective or preventative action, nor a product risk assessment is required.